Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the alarm history revealed records of call service alarms. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The display was noted to be dim and discolored. A test display was attached to the pump and illuminated properly without discoloration.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/15/2013: dim and discolored display.